Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there was no damage or defects with the unk - screws: 2.7 mm locking. The migration/backout/pull-out/subsidence issues could be not confirmed since x-ray evidence was not provided. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the unk - screws: 2.7 mm locking was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The device lot number is unknown, therefore a device history review could not be performed. If more information become available, the record will be re-assessed. Most relevant imdrf annex g code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. B3: only event year is known. G4-510k: this report is for an unknown screws: 2.7 mm locking/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1 initial reporter address line 1: (B)(6). H6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in finland as follows: it was reported a surgeon reported on a pediatric patient who had three surgeries; one initial and two revision. First initial operation occurred on an unknown date with a pediatric lcp plate. Post operatively it was noticed that locking screws had loosened from the plate. Revision surgery occurred on an unknown date. In the first revision surgery (second operation) the plate was removed on an unknown date, and a similar plate was implanted. The same result occurred with the loosening of screws. A third operation was performed on an unknown date; a second revision and plate was removed and patient was revised to a intramedullary nail. Patients mother completed a patient injury report to the patient insurance center in finland. According to surgeon report has been handled and the outcome was that there is no injury in connection with the care. This report involved one (1) unknown screws: 2.7 mm locking. This complaint is related to (B)(4) which captures the first revision surgery for php plated removal due to loosened locking screws. (B)(4) captures the second revision of plate removal and insertion of the nail. This is report 2 of 4 for (B)(4).